Manufacturer narrative:
On 25-feb-2025, the date of manufacture of the carto 3 system was received. Therefore, field h4. Device manufacture date has been populated. Additionally, the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a map shift occurred during the procedure. It was initially reported by the customer that they noticed a major difference with the force and where the location of the catheter was. The caller stated there were no errors displayed. The caller stated they re-zeroed the catheter without resolution. The caller stated it was confirmed on intracardiac echocardiography (ice) that they were touching tissue but the visualization map showed that they were not touching tissue. The caller stated they did a re-map with the octaray catheter and the issue was resolved. The procedure was continued. There was no patient consequence. The customer's reported map shift issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. This is normal or expected response from the system. There is no system malfunction. On 6-dec-2024, additional event information was received indicating the was seen during ablation. Estimated shift was 4 mm. There was no cardioversion done on the patient and the physician did not think that the patient moved. As such, based on this new information, the event was reassessed as an MDR reportable malfunction for the map shift.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: for field d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was initially reported by the customer that they noticed a major difference with the force and where the location of the catheter was. The caller stated there were no errors displayed. The caller stated they re-zeroed the catheter without resolution. The caller stated it was confirmed on intracardiac echocardiography (ice) that they were touching tissue but the visualization map showed that they were not touching tissue. The caller stated they did a re-map with the octaray catheter and the issue was resolved. The procedure was continued. There was no patient consequence. Additional event information was received indicating the was seen during ablation. Estimated shift was 4mm. There was no cardioversion done on the patient and the physician did not think that the patient moved. On 6-feb-2025, additional information was received indicating there was a high force that was noticed when in the left atrium chamber with a smart touch bidirectional sf. The device has been added to the concomitant product section. Device evaluation details: the bwi field service engineer (fs) followed up with the account and confirmed that the issue was resolved after performing more matrix building. No patch movement was noted and no cardioversion was performed. Data related to the reported issue was sent to the manufacturer. The issue was investigated by the manufacturer and it was confirmed that the reported map shift was caused by a non-compensated patient movement. According to carto 3 instructions for use: "when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated.". The issue was related to user error. The system is operational. The history of customer complaints reported during the last year and associated with carto 3 system # 14212 was reviewed. No similar additional complaints were found. A manufacturing record evaluation was performed for the system 14212, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).